Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an inappropriate electric shock and anti-tachycardia pacing (atp) delivered due to oversensing of atrial arrhythmia. It was also observed that the right ventricular (rv) sensing decreased resulting in undersensing of the fast atrial rhythm. The physician decided to adjust the medication of the patient to mitigate the occurrence of atrial arrhythmia and the atrial gain control was also adjusted. The ICD remains in service. No additional adverse patient effects were reported.